Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The intial reporter's complete name and phone number were not provided. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was overheating not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had worn bearings, moving parts did not move smoothly and failed pretest for check for free movement. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the burr attachment device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.